Manufacturer narrative:
The device was manufactured february 10, 2017 ¿ february 11, 2017. The device was returned containing approximately 206ml of fluid in the bladder. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that after 46 hours, the fluid was found to have ¿hardly flowed/delivered.¿ it was not specified how much solution remained in the device at the time of the event. The total fill volume was 232ml and therapy was expected to finish in 46 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.